Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
Carbon fiber on leg holder fraying. Case type: tka.

Event description:
Carbon fiber on leg holder fraying. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the boot was fraying. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) were manufactured under lot no 201743060801 and accepted into final stock on 06/14/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot number 201743060801 shows no additional complaints related to the failure in this investigation. Conclusions: per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.